Event description:
It was reported that during use of the device in a laparoscopic total hysterectomy procedure, the surgeon was on an artery and some "unusual" smoke was coming out of the tip of the device. The surgeon released the activation button but the instrument wouldn't stop. When it finally stopped, it was noticed that the white pad had fallen inside the patient. The surgeon was able to find all the pieces. The tip of the instrument and the "white pad" were all black. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.